Event description:
It was reported that during intra-aortic balloon (iab) therapy, iab was diagnosed and error 16 was found. The software processed an invalid trigger. Troubleshooting was done by verifying proper operation of the pressure channel. It may also be caused by a kinked iab, bad pressure transducer, or pumping with the trainer on no augmentation. The customer was using ECG simulator and running the machine with iab. The getinge representative advised customer that it was not the correct way to test the fiber optic. The system trainer must be used during the test. Tested the machine with a brand new iab catheter along with getinge system trainer and worked ok with no error. They also checked the fiber optic from the service menu and the reading within the range as per service manual and machine tested and worked ok. There was no reported injury or adverse event to the patient. This report is for the iab. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2024-02498.

Manufacturer narrative:
Event site postal code: (B)(6). The device was not returned and could not be evaluated. It will not be returned for investigation. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #(B)(4). H3 other text: device not returned.

Event description:
N/a

Manufacturer narrative:
No UDI is provided as lot number for the affected device have not been provided.